Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that on the day of event quality controls were run, resulting within range. During the day, the customer loaded another flex. The following day the customer ran quality controls, resulting out of range. Ccc instructed the customer to load the saved flex on the alternate instrument to see if it will recognize it as new. When the customer loaded it, there were 60 tests left on the flex, indicating the flex may have been switched from one instrument to the other. The customer stated that one well was dry and two wells were punctured. The customer loaded a new flex and ran quality controls, resulting within range. The cause of the discordant, falsely low creatinine kinase results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine kinase (cki) results were obtained on multiple patient samples on a dimension exl with lm instrument. The customer ran quality controls (qc), which were low out of range. The customer performed a look back on patient samples reported prior to the low qc. Some of the samples had "below assay range" flags. The customer stated most of the samples were auto released. The samples were repeated on an alternate instrument, resulting higher. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low cki results.